Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter and subsequently the pod pc became stuck. Therefore, the physician re-sheathed the pod pc and flushed the microcatheter. Next, the physician attempted to re-advance the same pod pc through the microcatheter; however, resistance was encountered. Therefore, the pod pc was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report: 3005168196-2021-01746. 1. Section h. Box 3. Reason for non-evaluation. 2. Section h. Box 3. ''Other'' reason for non-evaluation h3 other text : placeholder.